Event description:
A caller reported that a malfunction occurred on the pump, marked by a resettable malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue recurred, which the caller acknowledged and understood.